Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio flex meter was displaying an error 4 message whilst trying to test. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue began on (B)(6) 2018, at an unspecified time. The patient manages his diabetes with oral medication, diet and exercise and denied making any change to his usual diabetes management routine in response to the alleged product issue. The patient stated that on (B)(6) 2018 in the afternoon he developed symptoms of ¿sweaty and a tingling feeling¿. The patient denied that he received any treatment. At the time of troubleshooting the cca noted that it was not the first time the subject meter was being used, the correct testing steps were being carried out and the test strips being used were stored correctly and had not expired. The patient was unable to confirm what sub code was displayed and the test strip completely drew in the sample. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.